Manufacturer narrative:
Evaluation method: electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had experienced skin irritation under her garment. It was reported that the patient has a skin condition preventing her from wearing metals. The patient was prescribed a cream from her physician. Follow-up indicated that she is continuing to wear the lifevest and the irritation is still present.